Event description:
The user facility reported that during a surgical procedure, an end cap from the quantum lighthead yoke detached and fell into the sterile field.steris has contacted the user facility to obtain additional event information, however the user facility has refused to provide further information.

Manufacturer narrative:
A steris service technician inspected the quantum lighthead and found that the end cap was not properly secured with a tether as manufactured. The lights are not under steris service contract and are currently maintained and serviced by user facility engineering personnel. The event is attributed to improper maintenance as the preventive maintenance schedule states: (pp 2.1) "with power off, remove cap and light head cover. Check wiring in light head for routing, wear, and tightness of connections. Rotate pattern change and check for cracked/broken/loose flags. Replace cover. Check cap tether assembly; replace if missing or broken. Reinstall cap, verifying proper attachment." The light subject of the reported event has been repaired by user facility engineering personnel and returned to service with no further issue. The lights of this event are subject of an (B)(4) 2010 obsolescence notice; the lights were manufactured in 1992 and exceed their expected useful life. Steris has recommended they are removed from service due to their age.